Event description:
The co was notified of the incident through communication from legal counsel representing the pt. The complaint alleges that the pt had a tonsillectomy and adenoidectomy in 2001, and that a weck needle electrode was used in the procedure. The complaint alleges that the electrode was negligently designed and therefore resulted in a burn to the pt's lip and a permanent scar.